Event description:
While attempting to change lehr coll on hd2, collimator fell either off head or cart. Technician involved no longer employed here. No other witnesses to accident. Collimator was hand lifted back on hd2. Slight visible damage to paint noted.